Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed from the circumstantial evidence of the returned sample. Although the IV catheter was not returned for investigation, blood residue was observed within the opening of the grip, which suggests that blood leaked from the IV catheter. The reported issue of needle retraction slow was not confirmed upon functional testing. One fully retracted needle from an 18g insyte autoguard device was provided for investigation. The needle was extended from the shield and the safety mechanism was reset. After activating the safety mechanism, the needle instantaneously retracted. As the IV catheter was not returned for investigation, the cause of the leak and the reported retraction issue could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global leaked past the blood control feature. The following information was provided by the initial reporter translated from french to english: the nurses told me that the canula had not retracted despite pressing the safety activation button. The canula retracted on its own a few seconds after removal from the patient. When the ide tried to retract the canula, it did not retract despite several presses on the safety button. The ide had to extract the canula from the patient. The canula retracted a few seconds after removal. Clinical consequences and current condition of the patient or person involved: aes risk for caregivers. On (B)(6) 2024 follow-up: 1. Did malfunction caused needle stick injury to healthcare worker or patient? ="no, there was no needlestick injury." 2. Has there been any healthcare worker¿s exposure to blood or bodily fluids? ="yes, staff were exposed, but in the aes sense, as they were wearing the appropriate ppe (gloves in particular)."